Manufacturer narrative:
Daughter-in-law of (B)(6) year old type 2 diabetic on vgo 20 reported that the patient passed away. She is not sure if the patient was wearing or using the v-go or what the cause of death was. She did mention that the patient. Also had a heart condition and there would be no autopsy. No further information was provided. No device was returned. Root cause cannot be determined based upon information provided.

Event description:
Daughter-in-law of (B)(6) year old type 2 diabetic on vgo 20 reported that the patient passed away. She is not sure if the patient was wearing or using the v-go or what the cause of death was. She did mention that the patient. Also had a heart condition and there would be no autopsy. No further information was provided. No device was returned.